Event description:
The device broke while in use. Additional information has been requested.

Manufacturer narrative:
Investigation completed 5/30/17. Method: device history review. Trend analysis. Device history records (DHR) of manufacturing lots 1165444 and 1165109 of 23 khz standard tip was reviewed. According to the DHR review, no anomalies were reported during the assembly and packaging processes of these lots that could be related to the reported condition. After reviewing the complaint system from april 2015 to april 2017, fourteen (14) complaints related to ¿broken tip¿ (including the complaints being investigated) have been reported in the cusa tips and flues products family. Besides these complaints, no additional complaints related to ¿broken tip¿ have been reported for the fg lots 1165444 and 1165109. Approximately (B)(4) units of cusa tips and flues products have been released for distribution from april 2015 to april 2017 resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation after three documented attempts.